Manufacturer narrative:
Lens work order search no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -8.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2022 the lens was exchanged for a same model and size but -9.0 diopter. The exchange lens resolved the problem.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).